Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review due to concern for no external power alarms. The event log files captured 2 no external power alarms. The patient was in subacute rehabilitation. The event log files captured 12 backup battery (ebb) usage instances from (B)(6) 2023 to (B)(6) 2024. The event log file also captured a few instances of no external power events. There were 2 recorded no external power events on (B)(6)2024 at 14:09 which appeared to be due to the patient switching from battery power to mobile power unit (mpu) power. It appeared that both power leads were disconnected twice before the connection was made to the mpu. There were 2 recorded no external power events on (B)(6) 2024, one at 01:00 while connected to the mpu due to a power interruption to the mpu, and another at 10:00 due to a power source change from mpu power to battery power. There were 3 recorded no external power events on (B)(6)2024 at 02:13, 7:11, and 21:56 while connected to the mpu due to a power interruption to the mpu. It was noted that the patient used the locking version of the mpu ac power cord. It was unknown if the ac power cord came loose from the wall outlet or the back of the unit. The patient recalled these events and noted that there was no power outage at the time of the events. The mpu was not exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu) was confirmed via the log file analysis. The mpu (serial number: (B)(6)) was not returned for analysis; however, a log file ((B)(6)) was submitted for review that showed events spanning approximately 6 days ((B)(6) 2024 per timestamp). Several, loss of external power, events associated with no external power, power cable disconnect and low voltage hazard alarms were active from (B)(6) 2024 at 00:59:46 ¿ (B)(6) 2024 at 21:56:45. These events appear to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected by these events. There were no other notable alarms active in the log file. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed, and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2023. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) (doc # (B)(4), rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.